Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg was able to confirm that the load set alarm was not working appropriately. The pump was found to have fluid ingress, which had damaged the pcb board. This can cause the pump alarms to not function appropriately.

Event description:
The initial reporter stated that the pump did not alarm load set appropriately during testing. The initial reporter did state that this was discovered during testing and had no patient impact. (B)(4).